Event description:
It was reported that a regular follow-up appointment, an increased, out-of-range shock impedance measurement (140 ohms) was observed. Boston scientific technical services was contacted and recommended further provocative maneuvers. Additionally, a commanded 1.1j and 41j shock was discussed to assess the system defibrillation integrity. However, due to the patient's poor condition due to an unrelated thrombus, the patient was transferred to a different healthcare facility and the commanded shock test was not performed. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that a regular follow-up appointment, an increased, out-of-range shock impedance measurement (140 ohms) was observed. Boston scientific technical services was contacted and recommended further provocative maneuvers. Additionally, a commanded 1.1j and 41j shock was discussed to assess the system defibrillation integrity. At this time, the system remains implanted and no adverse patient effects were reported.